Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during the lead revision that was previously reported, it was discovered that both sides of the leads were not connected and floating around. It was also noted that the patient had scar tissue, thus the doctor had to put new leads in. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377775, lot# j0546559v, implanted: (B)(6)2005, explanted: (B)(6)2015, product type: lead. Product ID :377775, lot# n0039784, implanted: (B)(6)2005, explanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 377775, lot# j0546559v, implanted: (B)(6)2005, explanted: (B)(6)2015, product type: lead. Product ID: 377775, lot# j0546559v, implanted: (B)(6)2005, explanted: (B)(6)2015, product type: lead. Product ID: 377775, lot# n0039784, implanted: (B)(6) 2005, explanted: (B)(6)2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-05-12, additional information was received from the patient reporting that their doctor who cut him open and put the leads in had to drill a few holes in their back bone, but it was then noted that they weren't sure. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# j0546559v, implanted: (B)(6) 2005, product type: lead. Product ID 377775, lot# n0039784, implanted: (B)(6) 2005, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The health care professional (hcp) reported the patient was to be scheduled for a lead revision since the implantable pulse generator (ipg) lead did not cover his left leg or lower back and that stimulation was in the wrong location. No diagnostic or troubleshooting was performed. The patient's status at the time of the report was "alive - no injury". If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# j0546559v, explanted: (B)(6) 2015, product type: lead. Product ID: 377775, lot# n0039784, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the manufacturer' s representative and the patient reported that the patient was missing stimulation to the groin, lower back, and hip. The patient only had coverage to the left extremity. Reprogramming was performed and impedances were within normal limits but the patient could not feel stimulation above their mid-thigh. The physician attempted a lead revision and it was noted that the leads were not anchored in. The leads were explanted. An x-rays taken prior to explant showed the left lead was at mid t9 and the right lead was at the top of t8. An attempt was made to place the leads at the top of t7 but the procedure was aborted due to excessive epidural adhesions which prevented lead placement. The physician then planned to refer the patient to a neurosurgeon for the placement of a lead. The ipg remained implanted with plugs inserted. The patient status at the time of report was "alive -no injury" and the issue was not resolved at the time of report. The indication for use of the implanted device was noted as spinal pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# j0546559v serial# implanted: (B)(6) 2005 explanted: (B)(6) 2015 product type lead product ID (B)(4) lot# n0039784 serial# implanted: (B)(6) 2005 explanted: (B)(6) 2015 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead product ID (B)(4) lot# j0546559v serial# implanted: (B)(6) 2005 explanted: (B)(6) 2015 product type lead product ID (B)(4) lot# j0546559v serial# implanted: (B)(6) 2005 explanted: (B)(6) 2015 product type lead product ID (B)(4) lot# n0039784 serial# implanted: (B)(6) 2005 explanted: (B)(6) 2015 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when his previous hcp replaced his battery, he cut "one side out" and after the operation it was only working on the left buttock. The patient had a second surgery "to try to change the wires on it" and it was discovered that both leads were floating. The patient believes that during the battery replacement surgery the doctor cut the right lead loose, and the 2nd surgery to replace the right lead the doctor cut the left lead loose. The patient stated before the battery replacement both leads were working fine for 9 years. The intent of the intent of the first surgery was to replace the battery, not to replace the leads. After reprogramming several times, they only worked on the left side. The patient had new leads implanted on (B)(6) 2016. The patient¿s weight was reported as (B)(4) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), product type: lead. Product ID: 377775, lot# j0546559v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 377775, lot# n0039784, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial (B)(4), product type: programmer, patient. Product ID: 97754, serial (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient repeating the same information they previously reported. It was reported that the old ins was square shaped and their new one was more clamshell shaped. The patient was wondering why they did not have a ¿square¿ ins put in when it was replaced in 2014. It was reported that he patient had their ins replaced on (B)(6) 2014, but their leads were not. It was reported that their healthcare provider (hcp) saw that they had accidently cut one of the wires into two. It was stated that the patient had a manufacturing representative (rep) try to adjust it three times. Six months later in 2015, it was reported that the hcp fixed it. They stated that this time they cut the second wire in two and ¿sawed them back up¿. When they were ¿sawed¿ (sewed) up, the hcp told the patient that they had some scar tissue and the hcp was not able to replace the wires. It was reported that the hcp told the patient that both wires were floating. The patient stated that this was not true initially because the old ins was working when it depleted normally. It was reported that the hcp said due to the scar tissue, in order to replace the wires they would have to drill a hole in their back bone. The patient stated that they had to cut his whole back muscles to get the wires put in because the hcp screwed up the first two times and cut the wires in two. No further complications were reported/anticipated.